Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that on the day the implant was placed in ada site 3 the mouth, the implant was removed due to losing primary stability in type ii bone. Clinician noted patient's lack of bone in this immediate extraction site. Another implant was not placed in the same site. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications. (B)(4).

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that on the day the implant was placed in ada site 3 the mouth, the implant was removed due to losing primary stability in type ii bone. Clinician noted patient's lack of bone in this immediate extraction site. Another implant was not placed in the same site. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications.